Event description:
Upon removal of the drain, it was reported that the drain broke, leaving a piece inside the patient. The patient was taken to surgery to have the piece removed.

Manufacturer narrative:
It was reported the incident involved a female patient post acl repair. The drain had been inserted by the surgeon and was being removed less than 48 hours later. It was stated that the drain was not secured with sutures. When the drain was being removed, the surgeon pulled and the drain broke, leaving a piece inside the patient. No sample was retained for evaluation. The location of the break on the drain is not known. The patient was taken back to surgery to have the piece removed. It was removed without further complication. The incident did not prolong the hospitalization. Ten samples from the same lot were tested. Each sample was secured on a tensile testing apparatus and pulled at a constant rate. Each sample was tensile tested until it broke. The force at break point ranged from 14.11 lbs to 15.52 lbs. Which exceeds the established specification of 10 lbs. The results of this testing does not suggest any product failure. If the drain had been inadvertently sutured during the procedure, its strength and integrity could have been compromised. However, due to the absence of the actual sample to evaluate, we will not be able to determine a root cause.